Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak was found in the battery compartment. The battery compartment was cracked at the threads to the left side of the grip pad, and at the threads to the grip pad. The battery compartment was also cracked from the case seal to the grip pad. A leak was not found at this location. The pump was opened to find no further moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.